Event description:
The customer reports that during a bronchial procedure, on the initial firing, the staples malformed. Another device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.